Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 350mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker, cracked display window corner, scratched lcd window and cracked reservoir tube lip.